Event description:
The event is reported as: the customer alleges that the device shuts off intermittently while in use with the puritan bennett ventilator. No report of a patient injury or delay in treatment.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The DHR (device history record) the product concha neptune, serial# (B)(4) was manufactured on 04/24/2008. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. The complaint cannot be confirmed since the sample was not available for investigation at the time of this root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.